Manufacturer narrative:
(B)(4). Returned product consisted of a sterling balloon catheter. The balloon, shaft, and tip were microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the distal balloon cone. There were numerous shaft kinks inside the balloon. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-may-2017. It was reported that balloon leak occurred. The target lesion was located in the carotid artery. After a protection device was installed, a 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, upon inflation, it was noted that the tip of the balloon was leaking. The device was removed and pre-dilatation was performed with another 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter. A stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was normal. However, returned device analysis revealed a balloon pinhole.